Event description:
The manufacturer received a voluntary medwatch (mw5157364) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging small bits of black stuff in the CPAP hose six (6) months prior to philips dreamstation recall. The patient reports experiencing headaches every morning and check ahi values from the data regularly. The vales were perfect, near 0 and the patient could not determine the cause of the headaches. The patient reports not using an ozone cleaning device and changed the filters every week. The patient states cleaning the hose and humidifier regularly and lives in a home with no excess humidity or other weird configuration. The patient report returning the device as part of the recall and received a refurbished one. The patient report dissatisfaction with the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.